Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the reported event of pins being stuck in the black power cable of the system controller from the black power cable connector on the mobile power unit (mpu) was confirmed via the submitted images. The system controller, serial number (B)(6), was not returned for analysis. Upon review of the submitted images it was observed that one of the pins from the black power cable male connection on the mobile power unit (mpu) broke and was stuck in the black power cable female connection of the system controller. The system controller and mpu were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook is currently available. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that some of the pins in the black power cable of the system controller were stuck in the black mobile power unit (mpu) connector. The system controller and mpu were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.